Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for four unknown screws and unknown lot number belonging to product family 412.xxxs. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn. Medwatch submitted to FDA on 6/30/2014-advised on 7/1/2014 by FDA to re-submit if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe, reports an event in (B)(6) as follows: in (B)(6) 2014, patient complained of foreign body sensation at the wrist, plate and screw in question were implanted in the patient for distal radius fracture. It was later confirmed that the screw at the most distal hole of the plate loosened and screw head backed out. The patient was followed afterward since bone-union had not been completed. On (B)(6) 2014, removal operation of the implants was performed. Bone union was confirmed. This report is for four unknown screws this report is 2 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation was completed: the screws and plate were received slightly used but otherwise in good condition. The product was examined and we cannot detect any abnormalities which could have caused the problem. The plate and screws are good and shows a slightly used condition. A review of the device history record review for the plate and screws were conducted and there were no findings that could have contributed to this issue. It is likely that either the screw was not fully locked into the plate during surgery or strong movement by the patient may have caused movement or loosening of the screw. No product fault could be detected. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.